Event description:
Customer reportedly obtained results of 558mg/dl, 380mg/dl, and 220mg/dl on the aviva sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.